Manufacturer narrative:
Final device investigation found that the device was returned with the component broken apart. All of the pieces were returned. The device could not be pressure tested due to its returned condition. The lot number was not provided so the device history record could not be reviewed.

Event description:
It was reported that during a robotic laparoscopic prostatectomy one device leaked and a second device fell apart during the surgery, with the rubber inner seal and small piece of plastic falling into the abdomen. The pieces were retrieved. Another device was used to complete the case. The case took longer. There was no pt injury. This report is for the second device.